Event description:
Pt status post epoca shoulder prosthesis implantation in (B)(6) 2010, was returned to operating room on (B)(6) 2011 due to continued degeneration of shoulder. The surgeon removed the epoca implant system, including the stem, eccenter, glenoid and the head. While removing the stem, the surgeon was using the stem extractor and the hex screw on the extractor broke at the head/ shaft junction. The surgeon was able to use a femoral nail extractor to remove the stem, and completed the explant. The pt was then revised to a reverse shoulder arthroplasty system of a competitor. This is three of four complaints for this event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.